Event description:
The patient was undergoing embolization of an arterial/venous defect in the brain. Substance was injected to create the embolus. The micro catheter is designed not to "stick" to the substance following injection. It apparently did stick and then broke off leaving a piece of the micro catheter in the patient.